Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked tubing. The blood glucose level of the patient was 324 mg/dl which was treated with multiple blouses. No further information available.